Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with mentor smooth round high profile 310cc and experienced a deflation on the left side and capsular contracture, baker grade unknown on the right side post-operatively, which were confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 325cc, catalog# 3503254bc, serial# (B)(4) (left), serial# (B)(4) (right) on (B)(6) 2020. This report is for the left side device.

Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: the device was visually inspected, and it was found with no apparent damage. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).